Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments and partial display or display anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that not able to see the display as before she just got his insulin pump. Blood glucose was 132mg/dl. Troubleshooting was performed. The customer also reported that screen was yellowish the letter was also yellowish. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.